Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more insulin than expected was released during the fill tubing process. The customer's blood glucose level was 500 mg/dl. Reportedly, the customer changed the infusion set to resolve the issue.¿